Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, "connected with a syringe. When preparing erbitux(chemo), it leaked from the connection of n35 and the syringe during 3rd injection to the infusion bag."

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and no issues were identified on the injector or the syringe, the connection was secure and no leakage was observed. A device history review was performed for reported lot 1811106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results of this testing for the reported lot were reviewed and found product met specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that leakage occurred during use with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, "connected with a syringe. When preparing erbitux(chemo), it leaked from the connection of n35 and the syringe during 3rd injection to the infusion bag.".